Event description:
Device 2 of 2. Ref MFR report #1627487-2014-25308. It was reported the pt's scs system is not providing effective pain relief. As a result, the pt will undergo surgical intervention to explant the system at a later date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.